Event description:
It was reported that this patient experienced a fever secondary to infection 3 days post-implant and was unhappy with the result of the tactra malleable penile prosthesis. The physician noted the device appeared to have migrated proximally. The patient was given antibiotics as an interim treatment until a revision procedure was performed to replace the device with a prosthesis of smaller diameter and increased length. The device was successfully removed. No further patient complications were reported.